Manufacturer narrative:
The surgeon implanted a short minibunion plate on 4/13/2020. Ten (10) weeks post-operative x-ray show that the joint has not healed. The bunion correction includes a large shift in a larger patient. The surgeon states that the joint too much dorsiflexion which may not heal. The patient has increased pain and swelling over the past 4 weeks due to increased range of motion; pain and swelling resolved at 10 weeks. The original minibunion implant was removed (B)(6) 2020. The surgeon replaced the original implant with a longer minibunion implant and placed a biocritical screw. No issues occurred removing the original minibunion. Additional implants involved in the incident include: (B)(6).

Event description:
Ten (10) weeks post-operative x-ray show that the joint has not healed. The bunion correction includes a large shift in a larger patient. The surgeon states that the joint too much dorsiflexion which may not heal.